Event description:
Primary stability achieved, no osseointegration. Very thin ridge. Inadequate bone quantity (thin), swelling, bleeding, inflammation, mobility. Implant was placed (B)(6) 2018 & removed due to post-op infection (B)(6) 2018.